Event description:
The healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient went swimming and was unsure if that cause the return of symptoms. It was stated the patient was seen by an hcp on the day of the report, and electrode 9 and 10 were showing low impedance, 29 ohms. It was stated that the rep was unknown if the hcp was able to program around those 2 electrodes. The patient would be seeing the hcp tomorrow. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.